Event description:
Information received from the field notes that the pacemaker dependent patient was brought to the hospital after having syncopal episodes. "Electrical chatter" was observed on the ventricular lead. The noise was reproduced in both sensing configurations with isometric exercises. Eight to nine second pauses were present when the device was programmed to 12.5 mv. The physician left the lead implanted and imposed lifting restrictions on the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received